Manufacturer narrative:
Evaluation: release rod. An oxygen tank had been placed between the litter and base cover. The tank was putting pressure on the foot end release rods and preventing the jacks from being pumped up.

Event description:
It was reported by service report that the stretcher will not pump up. No patient involvement or adverse consequences are reported.